Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine hospital rounds, the nursing staff observed that the transducer port of the temporary transvenous pacemaker (tvp), inserted via the right internal jugular vein (rij), exhibited backflow of saline. The pacemaker was confirmed to be functioning appropriately, with consistent pacing noted. No blood was observed within the line, and tvp measurements remained unchanged. The patient denied any symptoms at the time of the observation. Nursing staff notified additional clinicians, including the charge nurse and physicians, to further assess the situation. Upon evaluation, the charge nurse flushed the side port, which demonstrated that saline was flowing upward into the tvp port rather than progressing downward through the line. There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition remained stable and was described as "fine." No additional medical intervention was required.